Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Information received from an article: colby gp, lin lm, gomez jf, et al. Immediate procedural outcomes in 35 consecutive pipeline embolization cases: a single-center single user experience. J neurointerv surg. 2013; 5:237-24 thirty-four patients (with a mean age range of 56.4 yrs) with 41 unruptured aneurysms were treated with ped (pipeline embolization devices). All the patients presented with unruptured aneurysm/s and severe headache/s. All patients were preoperatively treated with dual anti-platelet therapy that consisted of aspirin and clopidogrel 7 days prior to the procedure (27 females and 7 males, age range 23-78). Four of the cases involved device malfunctions. One case was associated with a subarachnoid hemorrhage leading to the patient's death. One case had a report of ipsilateral leg weakness caused by an embolic event. One case had a report of transient neurological deficit post ped procedure. Treatment of a small aneurysm located in the paraophthalmic segment of the left ica (internal carotid artery). The patient underwent pipeline embolization treatment on an unspecified date. During the procedure, a pipeline was deployed across the 3mm wide neck of the aneurysm without issues. The patient woke up neurologically intact. Post procedural imaging was negative for hemorrhage. Several hours later, the patient's mental status changed and a CT (computed tomography) scan of the head revealed an acute sah (subarachnoid hemorrhage). Despite medical treatment the patient expired secondary to the complications from the sah. Autopsy showed the sah was from the known left paraophthalmic aneurysm.